Manufacturer narrative:
The customer complaint cannot be confirmed because no product was returned and no lot number was given. There is trending for laryngoscope handles not illuminating, but a correction was implemented to change the battery supplier which has eliminated the previous failure mode. We cannot confirm if the parts in question were from before or after implementation of the correction.

Event description:
The customer alleges that "handles did not light when blades were attached." No other details were provided and no patient injury/harm reported.